Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 24 hour dose 314.4 mcg/ml) via an implantable pump for intractable spasticity. It was reported that the patient was not getting the results that they had previously had from the pump. It was unknown if there were external factors that contributed to the issue. The healthcare provider (hcp) was unable to aspirate the catheter through the catheter access port (cap). They disconnected the pump segment from spinal segment and had cerebrospinal fluid flow from the spinal segment. They replaced a large portion of the pump segment. At that point, they were able to successfully aspirate from the cap. The issue was resolved at the time of the report. The explanted catheter portion was discarded. The patient's weight and medical history were asked but unknown.